Event description:
It was reported that the event occurred before the bladder suturing for a laparoscopic nephroureterectomy (ranu) procedure with robot support. A large needle driver was taken out and connected to a sterile interface module (sim) on arm cart assembly 3, but it was not recognized. However, when the large needle driver was attached to arm cart assembly 1, it was recognized. The large needle driver was reattached to arm cart assembly 3, it took some time but it was recognized. The patient had received chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d10 (continued: mrasa0003; sn c25amc0765), h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported large needle driver. The large needle driver sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that a large needle driver was first connected to a sterile interface module (sim) that was attached to arm cart assembly 3. An error code for 'external torque - position error accumulation' was triggered on the arm cart assembly. Evaluation of the large needle driver noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred before the bladder suturing for a laparoscopic nephroureterectomy (ranu) procedure with robot support. A large needle driver (unknown) was taken out and connected to a sterile interface module (sim) (c25amc0765) on arm cart assembly 3, but it was not recognized. However, when the large needle driver was attached to arm cart assembly 1, it was recognized. The large needle driver was reattached to arm cart assembly 3, it took some time but it was recognized. The patient had received chemotherapy or radiation therapy. There was no patient injury.